Event description:
I had essure (B)(6) 2010 after having my third child. I asked my physician for a tubal ligation and she told me that they no longer did those because they found them no longer effective and that they have a new procedure that was non surgical and was 99.999% effective. She said they were t-shaped plastic rods that had springs inside. Not once was I informed that these were metal coils that had nickel in them (which I have a nickel allergy to). So I got it done since I didn't want any more kids. Now for the last two years I have been seeing a physician for back and knee pain which gets worse everyday to the point that I can't walk. I am only (B)(6) and had been in good health. I now have sinus infections and head aches all the time, along with uti's (which I never use to get). I have periods two times a month that are extremely painful and irregular. I am moody and very irritable all the time. My stomach hurts all the time now and I have bad pain where my tubes are. I am on pain killers to help with the pain amongst other meds.